Manufacturer narrative:
(B)(4).

Event description:
It was reported that the handpiece connector (mdr10) could not hold the implant and it dropped prior to placement. Another instrument was utilized to finish the procedure.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A handpiece connector (mdr10) was received. Visual inspection of the as returned product identified both the retaining pins had fractured and detached from the connector. There was noticeable wear due to usage and substantial rust in the connector. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: review of the instruction for use for biomet 3i kits and instruments (p-zbdinstrp rev. B draft 2018-07) identified recommended procedures for cleaning and sterilization of surgical instrument and kits and inspection for wear and damage. As per the IFU, instruments should be visually inspected for completeness, damage and/or excessive wear (e.g. Corrosion or rust build-up on the instrument surface, structural wear or damage, partial or complete fracture) before and after use. Complainant reported that the hand piece connector engaged but did not hold the implant and the implant dropped prior to placement. Based on the evaluation, the malfunction had occurred and the reported event was confirmed following inspection. A root cause for this complaint could not be determined. The following sections have been updated: date of this report; date received by manufacturer; type of report, follow-up number; follow up type; device evaluated by manufacturer: change 'no' to 'yes'; evaluation codes; additional narrative.

Event description:
No further event information was available at the time of this report.